Manufacturer narrative:
Calibration signals were slightly higher than expected. Qc results were provided, however, the customer did not provide the qc ranges. The sample draw volume was 2.5 - 3 ml and was spun at 3658 g. The sample volume is too low and the centrifugation speed may be too high for the type of sample tube the customer uses. No issues were identified during a review of the alarm trace data from the day of the event. The customer had no further issues following the service visit. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Medwatch field b1 was updated.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) flushed the instrument pipelines, cleaned the sample, reagent and sipper probes and replaced all syringe seals. Instrument performance testing was completed.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys afp (afp) on a cobas 8000 e 602 module. The initial result was 306.5 ng/ml. The sample was repeated with a result of 348.2 ng/ml. The result of 348.2 ng/ml was reported outside of the laboratory. The sample was repeated 4 more times with results of 3.79 ng/ml, 3.55 ng/ml and 3.65 ng/ml and 3.86 ng/ml. These results were believed to be correct. The afp reagent lot number was 473503 with an expiration date of 30-nov-2021.